Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported by the distributor that the packaging was found empty upon opening and the nurse opened another pack to complete the case.

Manufacturer narrative:
Additional information: h3, h4, h6. Device evaluation: follow up report submitted to document device evaluation results. The reported event could be confirmed. However, it could not be confirmed that the device was missing within, as the package was already opened at the time of inspection. An empty package was returned with a broken seal and missing inner pouch and device. No adverse clinical impact occurred. Evaluation by stryker mahwah and a DHR review found no manufacturing or packaging deviations, making a manufacturing cause unlikely. The root cause could not be determined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.